Event description:
It was reported that the patient presented for ablation. It was noted that the right ventricular (rv) lead exhibited high, out of range defibrillation impedance. Later, the rv lead showed high pacing impedance and high capture threshold, possibly from interaction issue between the rv lead and the device header. No intervention was performed. There were no patient consequences.